Event description:
After surgeon perforated the bladder, it was determined the sling would not be implanted and a catheter would be left in overnight. No other treatment was believed to be needed. During the procedure a cal-tv32 was used with a retropubic transvaginal approach.